Manufacturer narrative:
Other applicable components are: product ID: 8709, lot# j0039935r, implanted: (B)(6) 2000, product type: catheter. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 2203.3 mcg/ml clonidine at 451.7 mcg/day and 2.0 mg/ml morphine at .4101 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient fell forward flat on the ground and since then she felt a burning sensation right to the side of the pump that would last a few seconds, then would go away, then would do it again. It was noted that the patient called her doctor's office, but could only leave a message. It was stated that the pump was not beeping but the patient was concerned about the catheter connection to the pump. The event date was noted to be (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.